Event description:
It was observed that during the device evaluation, the flex 3d deflectable videoscope distal end had a pinhole, insulation value at distal end does not meet the specification, and there was a scratch on the metal tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.